Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded by customer.

Event description:
It was reported that during a surgical procedure, the blade broke while prying with the blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke while prying with the blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.